Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of fluctuating impedances and ins battery status was not determined. The action taken was to recheck on monday may 7. The patient's weight was reported as unknown. The rep was aware of the event in march 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that three months ago the doctor had seen the patient and the ins indicated 24 months left on battery life and normal impedances were seen. Patient had a gradual return of symptoms, but previously was getting lots of improvement with their symptoms. The rep was called for a second opinion and upon interrogating the device, saw low battery and impedances showing >4k ohms and did not have therapy impedances. The doctor saw the patient the day of the report and battery indicated >50% and impedances were all within normal limits except for 1 contact pair and thought it was showing >4k ohms. An x-ray was taken and showed the lead was good. It was noted that given the impedance fluctuations, replacing the ins would likely not resolve impedance issues. No further complications were reported.